Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 25. Details of surgery: implant surface not completely covered with bone, bone overheating, ridge augmentation and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and fistula. No further patient complications were reported.